Event description:
The dome detached in the patient's stomach 10 days after placement. The dome was not able to be retreived. The detachment was noticed because the device came off. Removal of the dome is not confirmed but it seems the dome had been evacuated because there were no problems with the patient. The button was replaced with another.